Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: I am writing to report multiple incidents of IV malfunction causing patient and staff safety concerns. There have been many complaints of specifically the bd insyte autoguard bc 18ga x 1.16in ivs that we are stocking in pre-op. Lately, several staff members have complained about various difficulties with this specific product. We are having issues with the needle perforating through, splitting, or breaking the catheters during IV placement. I had this happen today on patient mrn (B)(6) (a.m.) I was trying to advance the catheter and I could not get it slide more then 2mm in either direction. After fidgeting for a while, I attempted to retract the needle so I could remove the IV. It felt almost as if the patient had a fishhook in her arm. I had to forcefully remove the IV with the needle still out, which caused the patient pain, bruising and bleeding from the IV site. Once the IV was removed, it is noted that the plastic catheter is bent at over a 90 degree angle with the IV needle protruding through the plastic. The item number is (B)(4), lot: 5028466. Another nurse had concern with the plastic catheter splitting while inserting an IV today, unfortunately was unable to save packaging. We are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4303344. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.